Manufacturer narrative:
The reported event of stretched helix was confirmed. Visual inspection noted outer helix length was out of specifications consistent with having occurred during procedure. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies.

Manufacturer narrative:
Device history was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of stretched helix was confirmed. Visual inspection noted outer helix length was out of specifications consistent with having occurred during procedure. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies.

Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure, after initial mapping it was observed the lp's helix was stretched. The lp was explanted and replaced without issue. The patient was stable.